Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: due to clogging of the nozzle, the air/water supply volume and the water removal ability did not meet the standard values; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the suction cylinder was shaved; the control unit had discoloration; the connecting tube had a wrinkle. Additionally, the following components had a scratch: the scope connector cover unit, the forceps elevator lever, the forceps elevator knob, the right/left angulation knob, the upward/downward angulation control knob, the switch box, the suction connector, the grip, the control unit, and the universal cord. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning and the device was also immersed in detergent solution. The air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. It is unknown if there were any abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system: inspect the air / water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air / water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had poor gas and water delivery. The issue was found during a diagnostic procedure, which was completed successfully. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.